Manufacturer narrative:
Neither of the wands used in 2007, procedure were available for return to intact medical for evaluation. Upon learning of the "charred and open" report fourteen days later, the bles controller was returned and subjected to applicable safety and functional testing. Prior to being returned for evaluation, the bles system was used by the site facility, on two non-related cases on the same day. Both cases were successful and uneventful. Evaluation of the bles system showed that all safety features operated per specification and the unit's rf output was normal. The unit's foot pedal plastic casing was found to be broken where the cable enters, but the foot pedal functioned normally. Several "air captures" were made using the foot pedal, controller and handle with no problems noted. A "phantom" capture was also successfully performed using the system. The physician stated that he has never experienced any similar problems with the intact breast lesion excision system. No definitive cause for the incident could be identified. Additional catalog # 777-112 and lot # 601706.

Event description:
A breast biopsy attempt was made using the intact breast lesion excision system (formerly the en-bloc system) in 2007. The first wand (777-115bt) yielded a very small sample and the second wand (777-112) yielded an empty basket. The case was completed with a senorx device. The physician reported the small sample / empty basket incident on the same day, and an incident report was opened. During a post-biopsy check of the same patient thirdteen days later, the physician found that the wound was "charred and open". Physician excised the incision in the office and removed some fluid from the cavity. The patient is very large breasted and the physician's concern was that the incision was still very open and the weight of her breasts and the location of the incision could be a problem.